Event description:
It has been reported to philips that the system crashed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can't enter the application mode nor displayed message on the monitor. Review of the system log file showed disk error. Fse replaced hard disk spare part and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.